Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon evaluation the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to corrosion on the bedside and battery boards. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the contaminated charger. The patient received a replacement battery charger/modem.

Event description:
While investigating a (B)(6) male patient's battery charger/modem for an unrelated issue, a reportable problem was discovered. The battery charger/modem was unable to charge a battery pack. The patient was issued a replacement battery charger/modem.